Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 466 mg/dl. Customer received the motor error alarm during a bolus attempt. Troubleshooting for the motor error on the insulin pump was performed. Customer only had 1 motor error alarm during the last 30 days. Customer was able to perform the displacement test and manual prime successfully. Customer was advised to monitor the insulin pump as the motor error alarm did not recur.